Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had leaked due to "blocked tubing". This was observed after treatment. The transfer set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye identified a twist in silicone tubing between the occluder feet, creating a blocked fluid path. Functional testing including leak and clamp function testing were performed with no issues noted. Clear passage testing failed due to a blocked silicone tubing (twisted). The reported condition of blocked tubing was verified, however the leak was not verified. The cause of the blocked tubing condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.